Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, the session records were analyzed, and the pptwos was suspected to be due to fusion. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.